Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82233409 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the stent of a 29 x 80 135cm palmaz genesis on opta pro biliary stent delivery system (sds) slid off the balloon before entering the patient. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU) and there was no damage to the device packaging prior to use. There was no difficulty removing the device from its sterile packaging. The stent was not manipulated on the delivery system and the balloon was not inflated to maintain the stent placement on the delivery system. The product was returned for analysis. A non-sterile unit of long palmaz gen / pro 29 x 80mm bil 135cm sds was received coiled inside of a clear plastic bag. Per visual analysis the balloon was received not inflated, and it was observed that the stent was still mounted in the balloon nevertheless a proximal displacement was noted. No other damages or anomalies were observed on the returned unit. Per microscopic analysis stent struts marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. A product history record (phr) review of lot 82233409 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. The device was returned with a proximally displaced stent that according to the conditions observed it was previously properly mounted on the balloon, as the stent struts marks were observed on the balloon surface indicating that the device complied with the stent crimp process. Based on the information available for review, procedural or handling factors may have contributed to the event. According to the safety information in the instructions for use ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the stent of a 29 x 80 135cm palmaz genesis biliary on opta pro stent delivery system (sds) slid off the balloon before entering the patient. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU) and there was no damage to the device packaging prior to use. There was no difficulty removing the device from its sterile packaging. The stent was not manipulated on the delivery system and the balloon was not inflated to maintain the stent placement on the delivery system. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.